Event description:
This case was reported by a consumer and described the occurrence of stroke in a pt who used super wernet's denture adhesive powder for loose dentures. The pt called with a product question. A physician or other health care professional has not verified this report. Concurrent medical conditions included hypertension. Concurrent medications included lotrel and atenolol. In 2000 the pt started using super wernet's denture adhesive powder. In 2003, the pt noticed that their left foot did not move quite correctly. They had a stroke and was taken to the ER. The pt was hospitalized for 4 days but no interventional procedure was done. The pt was treated with plavix. They were then admitted into a re-habilitation center for occupational and physical therapy. Currently a therapist treats pt at home and the pt walks with a walker. Treatment with super wernet's was continued and the events resolved with sequelae.